Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent weight loss and trauma, the wound at the ipg site reopened causing an infection. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.

Event description:
Additional information indicates that patient was administered oral antibiotics to address the issue, infection is healing.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.